Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter and aspirex was phyically investigated. During physical investigation the helix did not reach the tip of the head part, approximately 2mm away from the tip of the head part. The test guide wire went through the catheter until the metal gear wheel, after a couple of runs in the water the test guide wire went through without any resistance. Aspiration test was performed, and nominal aspiration level was achieved. Mechanical jam was observed during investigation. The reported overheating and physical resistance were not observed during investigation and cannot be confirmed. However, the overheating and physical resistance can appear during the mechanical jam of the catheter. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a thrombectomy and atherectomy procedure via popliteal vein access. During the procedure, the catheter allegedly gets block. It was further reported that the guidewire allegedly felt hot and stuck. The procedure was completed using another device. There was no reported patient injury.